Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had a transesophageal and aortic surgery to repair aneurism. The ICD recorded episodes with what appears as electromagnetic interference (emi) over sensing and inappropriate anti-tachycardia pacing. The ICD remains in service. No adverse patient effects were reported.